Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable."

Event description:
It was reported that the pump time and date were incorrect, due to not adjusting the pump time and date after daylight savings. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy. Customer's blood glucose level was between 302-308 mg/dl.